Event description:
It was reported that the user experienced a hypoglycemia event after announcing a meal and then consuming less food than anticipated, consistent with an incorrect meal size entry during ilet use. Symptoms included hypoglycemia. Outcomes included transient hypoglycemia requiring user self-management. Investigation included attempts to obtain additional details regarding blood glucose and event context. Investigation of this case revealed user-related meal announcement mismatch as the likely contributor, with no alerts or alarms reported and no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related meal announcement error.